Manufacturer narrative:
Burnt contact pins of the motor was identified as the probable cause of the device running on its own.

Event description:
The micro oscillating saw was went for evaluation because, it was running on its own during testing. There was no pt involvement; no adverse event was associated with this device.